Event description:
Pt had a left hip arthroplasty in (B)(6) 2007 and had increasing pain in his left hip. On (B)(6) 2011, the pt underwent a left total hip revision arthroplasty. Indication for the procedure was failed left hip. Dates of user: (B)(6) 2007 - (B)(6) 2011. Reason for use: left hip pain.